Event description:
The customer contact reported device breakage. The tubing set was being used to deliver lactated ringer's solution. After an unspecified length of time in use, the customer noted the "diaphragm" of the float valve was floating in the soluset. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by the hospira personnel.